Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured at six atmospheres. The vessel was described as having severe calcification, moderate tortuousity and a 100% stenosis. The product, which was prepared and used as per the IFU, was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured at six atmospheres. It was withdrawn from the pt's body, and another balloon was used to successfully complete the procedure. There was no reported patient injury. The product was not returned for analysis. Manufacturing records for the lot involved, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.